Event description:
Bought cora life organic tampon only to find that one of the tampons was tampered with when getting ready to insert. Found what looks like dried blood on the tampon itself. Looks like it may have been dripped onto the tampon before being put into the applicator. I immediately informed the manufacturer and they asked that I send the tampon and the remaining box back as well as a refund and a free product. Reason for use: menstruation.